Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillations. There is no indication that the defective monitor caused or contributed to the patient death. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Manufacture dates: monitor: 5/11/2018. Belt: 6/27/2013.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in hospital at the time of the treatment event. It was reported that the patient had tried to press the response buttons but had passed out. It was also reported that the hospital unit initiated a code on the patient to continue assisting with resuscitation efforts and performed CPR 6 times after the lifevest delivered the appropriate treatment shock. Per clinical review of the download data, the lifevest delivered an appropriate treatment shock while the patient was in vt at 260 bpm at 07:48:40. The post shock rhythm was sinus pause for approximately 10.92 seconds with intermittent cardiac activity and motion artifact that then transitioned to severe bradycardia @ 10 bpm. The patient was in bradycardia at 20 bpm at the time of the device shutdown at 07:49:37. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were pressed prior to the delivery of the treatment shock. The response buttons functioned appropriately. The patient subsequently passed away.